Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65-year-old female with multiple comorbidities¿including metastatic breast cancer, multivessel coronary artery disease, aortic stenosis, atrial fibrillation, and pulmonary hypertension¿underwent aortic valve replacement and coronary artery bypass grafting. Her postoperative course was complicated by post-cardiotomy cardiogenic shock, requiring initiation of central veno-arterial extracorporeal membrane oxygenation (va-ECMO), later transitioned to peripheral va-ECMO. Due to persistent right ventricular failure, a decision was made to implant an impella rp flex to provide right-sided mechanical circulatory support. After implantation, the patient remained on va-ECMO and impella rp flex support. She underwent tracheostomy and subsequently developed bleeding from the incision site. During this time, the automated impella controller (aic) displayed: a spike in motor current, a drop in pump flow and there was noted elevated plasma free hemoglobin (pfhb). These findings were concerning for biomaterial ingestion, hemolysis, and reduced pump performance. Given the concerning device parameters, the heart team elected to: remove the impella rp flex and replace it with a new impella rp flex, and decannulate the patient from va-ECMO. Following device replacement and ECMO decannulation, the patient remained hemodynamically stable on: impella rp flex support, inotropes and vasopressors. A new central line was placed to facilitate dialysis. Subsequent laboratory tests again showed evidence of hemolysis. However, bedside imaging and hemodynamics demonstrated improved right ventricular function. Given her improved rv performance and ongoing hemolysis, the heart team decided to wean the impella rp flex, and the device was: successfully removed without complication.

Manufacturer narrative:
D1. Brand name corrected. D4. Serial corrected.